Event description:
It was reported that high impedance was observed on vns patient's system, during a surgery performed on (B)(6) 2015 to replace the generator due to battery depletion. It was reported that it was impossible to perform a system diagnostic test, due to the dead battery. X-rays were taken and evaluated by the healthcare professional, who reported that no gross lead break was observed. Once the generator has been changed, system diagnostic tests were performed twice and on both occasions high impedance (dcdc 7) was recorded. It was reported that the lead pin insertion was checked and found to be correctly inserted. It was reported that, as the patient's mother did not give the consent to perform a lead revision, the surgeon decided then to leave the new generator in situ, and programmed off. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. No additional relevant information has been received to date.

Event description:
Additional information from a nurse indicated that the revision surgery had finally been scheduled. It was reported that the lead revision surgery took place on (B)(6) 2016, due to high impedance. The patient's vns system was tested upon connection of the new lead to the existing generator and system diagnostics returned impedance results within normal limits (dcdc code 1). It was reported that the explanted lead will not be returned to the manufacturer as it was discarded. Therefore, no analysis could be performed.